Manufacturer narrative:
G6 - type of report: this report is a follow up of medwatch 3007215625-2022-01528 which was incorrectly submitted as a manufacturer report. The initial report was marked as importer report f1; however, a manufacturer report number g8 was populated. Corrected data: b5 and d1.

Event description:
Allergan aesthetics received a report of cooltone applicator exploded and leaked all over a patient, went all over the room, splattered the walls, and it got in his eye and patient was seen by a physician. Though requested, additional event information including injury to eye and patient treatment was not provided. The patient went to the ER and water was used to flush the eye.